Event description:
It was reported that at a follow-up procedure, the programmer was unable to interrogate an implantable heart device. It was noted that all green lights on the radiofrequency head did light up but no interrogation was begun. It was further reported that because the patient was at high risk for requiring a therapeutic shock based on history and the belief that the implanted device's battery may have been too depleted to be able to deliver one the patient was hospitalized for a device replacement procedure. However, prior to the procedure, the device was successfully interrogated with a different programmer and the battery was shown to have sufficient longevity for approximately three additional years. Finally, it was noted that the original programmer was then again used to attempt an interrogation of the same implanted heart device and was then able to successfully interrogate the device. The programmer is expected to be returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm an interrogation issue, the programmer interrogates as required with no fault found. It was found that the radiofrequency head cable had been pinched, but the insulation had not been cut. Additionally, it was found that the programmer's battery would not charge. Failure analysis was performed on the battery. Visual inspection revealed no anomalies. Benchtop analysis found no light-emitting diode (led) indications. When the battery was inserted into an operating programmer the charge led flashed. When ac power was removed from the programmer the programmer shut down. The battery was attempted to be charged for 15 minutes. When ac power was removed again after attempting to charge the battery the programmer shut down again. Battery analysis indicated a critical battery failure and a permanent battery failure. Conclusion: confirmed that the battery would not charge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer has been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.